Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anaplastic large-cell lymphoma and ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported by a healthcare professional that a 40-year-old female patient who underwent bilateral primary breast augmentation surgery on (B)(6) 2012 with mentor siltex round high profile 450cc (left implant: sn (B)(4). Placement: sub-glandular, surgical approach: inframammary, length of incision: 1.5 in) was diagnosed with left-sided breast implant-associated anaplastic large cell lymphoma (bia-alcl). Per the event description, the patient experienced left-sided swelling and fluid accumulation. On (B)(6) 2022 an ultrasound-guided aspiration of the left breast was performed (180cc of clear yellow fluid was collected), and the results confirmed bia-alcl. As a result, implant removal surgery with replacement was performed on (B)(6) 2022. Additional information was received on (B)(6) 2022. Summary of additional information provided: copies of the mammography with cad and tomosynthesis, the operative note from the primary breast augmentation procedure, the operative note from revision surgery, and the pathology report were provided. The mammography with cad and tomosynthesis report reads as follows: impression: no mammographic evidence of malignancy within the right breast. Left breast effusion. Ultrasound-guided aspiration is recommended for cytology to include exclusion of bia-alcl which was subsequently performed. Bi-rads category 4: suspicious abnormality-biopsy should be considered. The pathology report reads as follows: 1. Left breast, aspirate, and cell block: -cd30 positive comment: the t-cell marker we do have expressed currently is cd45ro, which can be positive on monocytes and b-cells. However, all other t-cell markers we have in-house are negative. An addendum will be issued as soon as we receive those stains back. Microscopic examination of the smears and cell block (both concur) reveals a collection of large, atypical cells with abundant cytoplasm and round to reniform nuclei with prominent nucleoli. Admixed with these large cells are histiocytes and mature lymphocytes. Immunohistochemistry performed on the cell block with appropriately reactive controls: alk: negative. Cd30: strong, diffuse membrane and golgi positively in tumor cells. Cd45ro: positive, weak to moderate membrane staining in tumor cells. Flow cytometric analysis: no monotypic b-cell population, phenotypically abnormal t-cell population, or blast cell population detected. Comment: some lymphomas cannot be detected by flow cytometric analysis. These findings can also be observed in association with hodgkin lymphoma, metastatic tumors, or other neoplasms. Per the operative note from the revision surgery performed on (B)(6) 2022, the patient was also diagnosed with bilateral breast ptosis. The patient had replacements with mentor round smooth silicone high profile boost 480cc implant on the right side and the same style 545cc implant on the left side. This report is for the left side device.

Manufacturer narrative:
On june 14, 2022, mentor received additional information regarding the customer's diagnosis. Definitive diagnosis of bia-alcl was done on (B)(6) 2022. There was a peri-implant seroma observed on (B)(6) 2022 in the left breast assessed by the physician as moderate to severe in severity. No other treatments, including chemotherapy and radiation, were given to the patient. The patient was last contacted on 03-jun-2022 and had no evidence of alcl. The patient was also diagnosed with having green-filled cysts within the breast tissue. Mentor updated the complaint's coding for accuracy. All relevant fields have been updated. Manufacturer¿s reference number: (B)(4).